Manufacturer narrative:
Additional information was received from the customer.

Event description:
Additional information was received from the customer: the issue was discovered before a therapeutic laparoscopically assisted vaginal hysterectomy procedure. The procedure was completed without delay with a new camera. The device was inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image appearing could not be identified, nor could the event be duplicated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation, upon return of the device, the reported event was not confirmed. The evaluation found a scope communication error (e224) due to faulty cable unit. Additionally, the rear cover label was faded, and the rear packing peeled. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that, during preparation for use, the 4k autoclavable camera head did not produce an image. There was no harm or user injury reported due to the event.